Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an error 1000: defib failure - biphasic processor. There was no adverse patient impact reported.